Event description:
No blood glucose levels reported. The customer reported a failed battery test alarm from the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was passed stop current, run current, self test and off no power test. No failed battery test error noted. Minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address serial number label and stained end cap sticker.